Event description:
Patient injected his insulin dose at 10 p.m. And set up the flexiflo companion enteral feeding pump with nutritional formula, at 1:00 a.m., the pump made a grinding sound and then gave a steady alarm tone and the screen went blank, family member restarted the pump a couple of times but each time the pump grinding became slower and did not complete the cycle, then the pump gave the steady alarm tone and the screen went blank, the pump stopped running. The patient attempted to pump the feeding set bellows manually for about two hours, the patient became unconscious and the patient's family member found him with blood on the floor in the morning. The patient was transported to the ER for treatment of a broken nose from falling out of bed from a diabetic seizure. They were released from the hospital the same day.